Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak underneath the laser assembly of the coulter lh 780 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the source of the leak was the tubing at pinch valve (vl) 52 up to the t-fitting. The fse replaced the tubing and cleaned up the leak. No further evidence of leaking was observed after the repair.

Manufacturer narrative:
(B)(4).